Event description:
Reportedly pt expired, due to unknown reasons. Unknown if pt death is device related. Date of pt's death and implant duration is unknown. Unknown if the device was explanted. Info received from implant pt registry.

Manufacturer narrative:
Device not returned.